Event description:
It was reported that the insulin gauge was inaccurate. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned